Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision of shoulder components due to the glenosphere and glenosphere locking screw coming loose and articulating on the poly.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not fully seating the glenosphere, which prohibited the locking screw threads from fully engaging the plate, and led to the glenosphere disassociation. Pending evaluation.

Event description:
Revision of shoulder components due to the glenosphere and glenosphere locking screw coming loose and articulating on the poly.